Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device exhibited signs of repeated use, and missing components, bearings. Device history record (DHR) was reviewed and no discrepancies were found. The issue of shim ball bearings has been previously investigated, and it was found that the bearings could disassemble during cleaning. The root cause of the reported issue is attributed to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Report source: foreign, event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during sterilization, the devices were found to have missing ball bearings. No patient involvement. Attempts have been made and no further information has been provided.